Event description:
The health care professional reported that the pt was unconscious and had several medical issues and conditions. The hcp planned to "cut off" the pump to further assess the pt's level of consciousness. The pump contained morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)